Event description:
About 8 months after the primary surgery, the patient complained of thigh pain. There was no sign of infection but the x-rays showed signs of stem loosening. During the revision, the stem was perfectly fixed, so the surgeon placed a sleeve and revised the head.

Manufacturer narrative:
Batch review performed on 11 june 2024. Lot 2108753: (B)(4) manufactured and released on 11-oct-2021. Expiration date: 2026-sep-28. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.